Manufacturer narrative:
The dexcom g6 cgm only allows pair­ing with one medical device at a time. Ensure your cgm is not connected to the dexcom receiver before pairing with the pump. You may still use a smart­phone with the dexcom mobile app and your t:slim x2 insulin pump simultaneously with the same transmitter ID.  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was paired with the dexcom receiver and the pump. Customer powered off the dexcom receiver and was able to successfully restart the sensor session on the pump. No additional patient information was available.